Event description:
It was reported that a large volume infusor¿s coil cap ¿fell off.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 27, 2014 to march 1, 2014. Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection the red coil cap was observed to be separated from the device. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.